Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported the device was unable to capture the rv over 1 1/2 week period. No lead anomalies were found when the rv lead was checked. The device was explanted and replaced. No patient complications have been reported as a result of this event.